Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a problem with some of the light fibers. It was reported that it would not give light and was insufficient. The device was returned for evaluation. During the device evaluation, the following was found: the light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the grip, switch box and universal cord had a scratch, the control unit and light guide lens had a crack, due to damage on the channel tube the water tightness was lost, due to a chip on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, the illumination was uneven due to dirt on the light guide lens, the connecting tube had buckling, and the following had corrosion due to water leakage; the switch flexible printed circuit unit cover, plug unit, circuit board unit in the suction connector, scope connector cover unit, scope connector case unit, and the cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the biopsy channel identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.